Manufacturer narrative:
Info was received via published literature. Evaluation summary: operative notes were requested; however, were not supplied. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assur level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any pt infection. However, with the supplied info, an exact cause of the reported infection could not be found. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the pt was revised due to infection.